Event description:
(B)(6). (B)(6) informed of a serious product complication that occurred (B)(6) 2023 -- involving penumbra's sep12 separator and lightning12 catheter. An 84-year-old patient (B)(6) suffered a fatal pulmonary artery perforation during the procedure. The interventional cardiologist performing the case clearly indicated that the penumbra device was responsible for the perforation. This was supported by angiographic imaging captured during the case. A (B)(6) explicitly attributed the patient's death to penumbra's device. (B)(6). Concerned about how to proceed and fearing the possibility of mishandling the situation, (B)(6) for guidance. Rather than assisting me with (B)(6) reporting protocols, (B)(6) instructed me not to report the incident. (B)(4). (B)(6) dismissed the physician's credibility, despite their strong clinical reputation and extensive experience. (B)(6). This interaction is documented in timeline evidence and contemporaneous messages. (B)(6). This event reflects a broader pattern at penumbra in which (B)(6) were discouraged from reporting complications. (B)(6). Penumbra's failure to investigate or report this fatality demonstrates a systemic breakdown in post-market surveillance, noncompliance with FDA adverse event reporting obligations, and a deliberate effort to conceal safety risks. This placed future patients in danger, eroded trust among healthcare providers, and undermined regulatory oversight. I am submitting this report now because I believe the company's (B)(6) handling of the incident was not only inadequate -- it was negligent, (B)(6), and in direct violation of patient safety standards.